Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial implant date: "in (B)(6) 2010, I think" was provided.

Event description:
Patient reported "rupture". This is for the right side. Device remains implanted.